Event description:
It was reported that the patient had never been receiving effective intrathecal baclofen (itb) therapy since the system was implanted 4.5 years ago. The patient had their intrathecal baclofen (itb) dose increased from 1,000 micrograms per day (ug/day) to 1,200ug/day and not long after this the patient experienced a full body seizure. The patient was being weaned off antidepressants at the same time and the physician believed that the seizure was due to this rather than the itb dose increase as he did not believe that the intrathecal catheter was sitting intrathecally; that the catheter was never placed intrathecally. No action was taken and troubleshooting was to be performed in the future. It was reported as ¿unknown or n/a¿ if the issue was resolved or the cause determined. At the time of the report the patient's status was reported as alive-no injury. It was later reported that patient was also known to have smoked marijuana. The physician still believed the cause of the patient¿s symptom was related to the being weaned off the antidepressants or the marijuana use. It was not known what was done to mitigate the symptoms. The patient only had one seizure which had stopped and ongoing management was still being addressed. Pending decisions about the likelihood of itb increasing the risk of further seizures the physician was planning to retrial itb with a lumbar puncture bolus and if the trial was successful the patient would have a catheter revision performed. This device system delivered compounded baclofen. Additional information was requested to clarify catheter details, resolution, and current patient status. The representative later reported that there had not been a notification that the itb trial had yet occurred nor a catheter revision planned or performed. There was no change in the patient¿s status as the physician still believed the patient was not receiving effective therapy. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, lot # unknown, product type catheter. (B)(4).